Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient device was explanted. Patient stated the stimulator was not helping anymore with chronic pain. No contributing factors that may have led to the issue. Surgical intervention did occur. The issue was resolved at the time of this report. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.